Manufacturer narrative:
H4: the device was manufactured from november 5, 2020 - november 6, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contained the infusor unit which suggested a leak may have occurred. A functional leak test was performed, and it was noted that a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember. The tubing outer diameter and the stressmember inner diameter were measured and were found to be within specification; however, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused the leak. The reported condition was confirmed. The cause of the reported condition was a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leakage on the "upper part" of a small volume folfusor. This issue was discovered during filling. There was no patient involvement. No additional information is available.